Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance level 2 (pm2) was performed which resolved the odor/smell issue. Unit meets specifications and was returned to service on 01/11/2016.

Event description:
A customer reported an event of a "smell of burning" emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells is "low." No parts were returned for evaluation. The likely assignable cause of the odor/smells issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.